Event description:
It was reported that the patient presented for a routine device change out procedure. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture, the rv lead capture thresholds were high in both bipolar and unipolar configurations. Programming changes were made on the new device and the lead remained implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.